Event description:
It was reported the patient's pump had worked "on and off" over the past 7-8 months. A dye test was performed and "unclogged" the pump resulting in the pump "working well". The patient experienced pain symptoms. The hcp attempted another dye study at the patient's last appointment, but was unable to get the test to run properly. The hcp discussed explanting the pump and replacing with a neurostimulator. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.